Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll for evaluation. The primary complaint was confirmed. The root cause of the complaint is a faulty processor board. Visual inspection was performed and found damage to the front enclosure and a bent battery lock. Review of the archive data revealed multiple system error messages around the date of event. Since the system error message appeared after powering on the platform, functional testing could not be performed. To resolve the issue, the processor board was replaced. The autopulse platform later ran for approximately 15 minutes with no faults found. The autopulse platform is a reusable device and was manufactured in 2012. Additional repairs and update were completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue and remains current. The battery lock and front enclosures were replaced and the power distribution board was updated. Historical complaints were reviewed for service information related to the reported complaint and ccr 20164 was reported on the autopulse platform (s/n: (B)(4)) for the same out of service message. The platform passed all final testing criteria.

Event description:
During a shift check, it was reported that the autopulse platform (s/n: 31945) displayed a message that it was out of service. According to the reporter, no error messages were displayed. Despite replacing the battery multiple times, the reported issue continued.